Manufacturer narrative:
Physio-control will submit a supplemental report on this event.

Event description:
According to the reporter, the device turns itself off and on repeatedly. It occurred during pt transport; no adverse effects to pt. Device being returned to physio-control redmond for eval.